Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. A review of the provided image was performed and there was no abnormality in the instrument shown in the picture provided.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the front end of the harmonic ace instrument was fractured. The fractured part was completely removed, and no fragment remained in the patient. The procedure was completed.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have a cracked blade. There was no material found missing.

Event description:
Refer to h11 for follow-up information.